Event description:
It was reported that during a demonstration visit conducted by a manufacturer field service technician at the user facility the micro sagittal saw was running on its own. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a demonstration visit conducted by a manufacturer field service technician at the user facility the micro sagittal saw was running on its own. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the tps flex was found to be damaged. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.